Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that nearly 1,5 months after the dental implant was installed in intraoral region #25 it was verified its non osseointegration. Thirty n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type I.